Event description:
During an operating room procedure on labor and delivery, the cautery malfunctioned and electrical current conducted to provider's left hand where the provider sustained a burn injury to the left thumb (provider was holding the cautery with her right hand). There was no injury to the patient or any other members of the surgical team. The valleylab esu was pulled and brought to biomedical engineering. No disposables/instruments were retained. The cautery tip was discarded and the instrument sent to sterile processing without being labeled or marked to inspect.